Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the sheath of the instrument arm has shifted and does not cover the tip of the instrument." Failure analysis found the primary failure of a broken main tube to be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken. A piece measuring approximately 0.166¿ x 0.265¿ was not returned with the instrument. The root cause of a broken instrument main tube is typically attributed to user mishandling. A review of the device logs for the fenestrated bipolar forceps (part#470205-1/ lot/serial#(B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial#(B)(4). There were three uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a shifted sheath that uncovered the tip of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of the date of this report.